Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the field which revealed a balloon burst with flared balloon wings and missing balloon material as well as calcification at the mitral landing zone. The complaints for balloon burst and system components separate during use - balloon were confirmed based on evaluation of provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. The complaint description states, "the delivery system balloon ruptured on deployment, but the valve was fully deployed. The 26mm valve and delivery system was prepped with an additional 3cc." Additionally it was reported "the perceived root cause of the balloon burst was due to the balloon reaching high pressure against the surgical valve posts." The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 3ccs was added to the balloon. The prescribed nominal inflation volume is provided in the IFU. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. While a definitive root cause was unknown, available information suggests that patient (calcification, pre-existing valve) and procedural factors (over inflation) may have contributed to the reported event. The complaint description states, "the physician suspected that the piece of the balloon material broke off inside the patient body after it ruptured" and "there was no difficulty withdrawing the delivery system." As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip or vasculature. While no withdrawal difficulty was reported, the resulting interaction between burst balloon and sheath tip or vasculature with and potential additional pull force/excessive device manipulation could have been applied which then led to the reported separation. As such, available information suggests that procedural factors (withdrawal of burst balloon, device manipulation) may have contributed to the difficulty in withdrawal. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by field clinical specialist, a patient underwent a transfemoral valve in valve procedure with a 26mm sapien 3 ultra resilia valve inside a pre-existing surgical valve in the mitral position. During the procedure, the 26mm valve and delivery system was prepped with 3 additional cc's added to the balloon (per the physicians request). The 26mm s3ur was advanced across the surgical mitral valve and deployed in a standard fashion. The delivery system balloon ruptured on deployment but the valve was fully deployed. The delivery system was pulled back across the septum and then pulled into the 14fr esheath without difficulty. Immediately after the delivery system was removed from the body, the physician noticed there was a large chuck of plastic missing from the commander balloon. The esheath was inspected to see if the plastic was stuck inside the sheath but nothing was found. The physician suspected that the piece of the balloon material broke off inside the patient body after it ruptured. The plastic was never found but the patient will have a CT of the head to rule out anything traveling to the brain. The patient left the room in stable condition and was taken to recovery. As per follow-up with the fcs, a balloon septostomy was performed pre-implant. The surgical mitral valve was ballooned during this septostomy. There was no leak noted in the delivery system prior to use. There was no issue with valve alignment and the alignment was performed in a straight section. There was no difficulty withdrawing the delivery system. The physician removed the delivery system from the body and then the esheath was removed. There was no other damage to any ew devices other than the delivery system balloon. The perceived root cause of the balloon burst was due to the balloon reaching high pressure against the surgical valve posts. The CT scan of the patients head was completed and nothing was found. There was no stroke or other complications after the procedure. The patient did well and was discharged home the day after the procedure.